Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that he went to take a shower and when he came back, the screen was blank like the power was off. Customer changed the battery and the screen was just blank. Customer stated this is a new pump that was just sent last week. Customer reported that the rubber ring around the battery cap was damaged. Customer was twisting the cap and can tell that it was starting to read the battery. Customer stated that after manipulating the battery cap, the pump came on and restarted. Customer was advised against the use of the pump with a damaged battery cap due to the potential of the pump losing power without warning. Customer will be shipped a replacement battery cap. Customer stated that the battery cap was kinked up and the issue might be the cap. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.